Event description:
Initially, 4 implants were placed. Of the 4,2 failed and were replaced (reported previously). Of the 2, this 1 failed. Implant was placed 7/19/96 and removed 3/17/97. No infection at the site. One person affected.